Manufacturer narrative:
Correction to field h6:evaluation conclusion code.

Event description:
This supplemental report is being filed to correct the evaluation conclusion code.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure when the physician was closing, non-physiologic noise was observed on the right ventricular (rv) lead. The connections looked good, however, the noise was observed again. The rv lead was checked on the pacing system analyzer (psa) and the r-waves were stable. Boston scientific technical services (ts) discussed the noise may be from air bubbles. It was noted there was lead to header insertion issue as well. The ICD was removed and replaced prior to pocket closure. The rv lead remains in service. No adverse patient effects were reported.